Event description:
Hcp reported the pt complained of getting electrical shocks. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.